Manufacturer narrative:
(B)(4).

Event description:
The customer complained that they had received high ise indirect na for gen.2 results for patient samples on the cobas 6000 c (501) module serial number (B)(4) after changing the na electrode on (B)(6) 2017. The customer stated that calibration and quality control was okay. The customer stated that the next day urine na calibrations were high. The physician notified the customer about three discrepant na results. The customer stated they found na results for 12 patients that appeared to be running higher. The customer then ran quality control and the na results were high. The customer recalibrated na and the quality control was still high. The customer provided na data for 13 patients. Of the data provided there is a reportable malfunction for 8 patient na results. The initial na results were reported outside the laboratory however there was no adverse event. Repeat na testing was performed on the same c501 module after the na electrode was replaced and deemed correct. The na electrode was not damaged and all caps and o-rings were in place. The customer performed calibration and quality control. All were within specification. The na electrode lot number was z31 and the expiration date was requested but not provided.

Manufacturer narrative:
The customer declined the service visit and stated that the c501 module was "working" after installing the original na electrode.

Manufacturer narrative:
The investigation determined that the root cause was the new na electrode. The electrode manufacturer examined electrodes from other customers endoscopically and determined the root cause was deformation in the electrode flow path. The incidence rate was found to be a low risk. The customer may not have performed an ise check after replacing the electrode. Product labeling instructions state that after an electrode replacement an ise check must be performed before calibration. An ise check would have revealed the faulty electrode.